Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was conducted. The t-screw threads were stripped. The t-screw could not be tightened. The t-screw was just dangling in the screw hole. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use or a cross threading of the screw threads upon tightening. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, the arm board of the "non operative arm board tenet" was coming apart of the metal part. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.